Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:h3. The device was returned to olympus for inspection, and the reportable malfunction wasconfirmed. Based on the results of the investigation, the issue was attributed to an electronic component problem. However, a definitive root cause could not be established. It is likely the following led to the malfunction: damage to the image sensor unit (disconnection, etc.) Due to usage stress, external factors, or handling, or by a malfunction of the electrical board components (ic chip, capacitor, etc.) Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer info.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope image was blacked out during service/maintenance of the device. There was no patient involvement.